Event description:
A health care professional reported that during surgery, they have noticed that the lens was cracked (possibly due to cartridge). Subsequently the lens was removed during initial procedure and completed with another lens. Patient had an enlargement of incision. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
10-dec-2024 09:40 am additional information has been provided in h.3., h.6., and h.11 the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified company cartridge and non-qualified viscoelastic were indicated. The company lens is only qualified for the company (b) and (c) cartridge. A handpiece was indicated that would be qualified for this lens when used with a qualified cartridge and viscoelastic combination. The root cause for the reported complaint was most likely related to a failure to follow the IFU. A non-qualified cartridge and non-qualified viscoelastic were used. The IFU instructs: company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided the lens with 21.0 diopter lens was removed and replaced. The replacement lens information was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.